Manufacturer narrative:
Pump received unable to performed the displacement due to broken detached end cap and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.